Manufacturer narrative:
Batch records were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120165 met the qc criteria. The complaint issue was not reproduced with the retention cassettes. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Test did not produce a result. Could not identify user error.